Event description:
The patient reported experiencing elevated blood glucose (indeterminate level). The patient did not report any symptoms with her elevated blood glucose. She stated that she does not believe the infusion device is delivering correctly and the beeps on the device were turned off. The patient was driving at the time and did not want to discuss in detail. The patient called back and was provided assistance on setting the beeps. No medical attention was necessary. No product is being returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.